Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a newly purchased universal drill guides with two pieces. It appears that the springs are welded together. During the cleaning and separation of instrument; the springs were broke into several pieces. This report is for 1 of 2 complaint (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: our investigation shows that one of two devices was not send back for investigation. The available drill guide works like intended. The manufacturing review shows that the production procedure was according to the specifications and the device was mounted according to specifications. There were no issues that would contribute to this complaint condition. Based on the received information and the missing drill guide we cannot determine the exactly root cause of this complaint. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.